Event description:
Event description guidant received information that the patient with this implantable, cardioverter defibrillator (ICD) has filed a claim against guidant in, reference to the advisory issued on this model device. There has been, no allegation made against the functionality of the device. Additional information received indicates that this device was explanted due to an end-of-life (eol) indicator due to increased charge time. No adverse patient effects have been reported.